Event description:
Per the clinic, the patient had no sound perception at activation due to migration of the electrode array. It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report. This report is submitted on november 01, 2022.